Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the iab was received intact for evaluation with the balloon membrane noted to be folded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. After the iab was manually inflated using a laboratory syringe, the balloon pumped satisfactorily at 80 and 160 bpm. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: since no defect was found during laboratory testing, it is not possible to determine the exact cause of the rpt'd difficulty based on the event description and the examination of the item. It was not possible to verify the rpt'd problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. Thus, in general, inflation difficulties may attributed to one or more of the following: 1. The balloon entered a subintimal space. 2. The balloon membrane failed to fully exit the sheath (it was rpt'd that a sheath was used during iab insertion). 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 5. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully inflate during the initiation of iabp. 8. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. 9. The balloon pump needed servicing.

Event description:
The iab leaked. Blood was noted in tubing. This was the only info at the time of the rpt. On 5/20/97, datascope received the following info. The balloon catheter failed to inflate after insertion. Event complications: unk - rpt'd 5/1/97; none - rpt'd 5/20/97. Pt current status: in citu - rpt'd 5/20/97.